Manufacturer narrative:
(B)(4). One actual sample was returned to the manufacturing plant for evaluation. Visual inspection revealed at the white cap which is attached to the syringe adaptor had a crack. Therefore, the reported condition was confirmed. An assignable root cause could not be determined. A batch review was performed on the reported lot with no deviations found.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation; however, it has not yet been completed. Once the evaluation is complete, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number.

Event description:
A customer reported to baxter (B)(4) a clearlink syringe adaptor set in which a crack was observed on the side of the "white" piece. The alleged defect occurred before use. Therefore, there were no reports of patient involvement, patient injury, adverse events, or medical intervention associated with this event. No additional information is available.